Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a pt experienced a corneal burn. It was noted when the lens cone was chipped off, the hand piece was clogged by the broken piece of lens cone and the flow of the irrigation liquid became decreased. Because the irrigation liquid for cooling didn't flow and the heat was unable to be released, a burn occurred. The pt is reported to have corneal edema and reduced visual acuity. The pt was tested with carbonic anhydrase inhibitor and combination of antibiotic/steroid subconjunctival injection. The pt was hospitalized for six days. Additional info provided from the surgeon indicated the cause of the burn was due to the pt having a class 4 cataract, which made the surgery harder to perform.